Event description:
During code 99 zoll pads applied in the anterior-posterior position. Defibrillator charged but unable to acquire shock and discharge secondary to "low battery." A secondary battery was obtained and placed in zoll. Second attempt to charge and shock unsuccessful. Unit did not function at all. There was a smell in the room of a smoky nature. Unit and batteries removed and hospital biomedical staff notified to assess.